Manufacturer narrative:
Investigation: the disposable sets were not returned for evaluation. The manufacturing and testing records were reviewed with no issues noted. Three retention samples from this production number were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance, and measured value conformed to in-house standards. No similar reports have been received regarding this lot number. Root cause: a definitive root cause for this failure could not be determined. The following a possible root causes:-characteristics of blood: there is a possibility that red blood cells do not fully settle out and mixed in with plasma if donor's blood has characteristics of heavy milky plasma.-termination condition of plasma separation: if plasma is throughly separated during plasma separation, red blood cells can get mixed with plasma. It is more obvious when the separation speed is greater. Red blood cell remaining in the upper part of a bag after centrifugation: if whole blood is pooled inside the outlet port and centrifuged, the whole blood stays as it is during centrifugation, and red blood cells may get caught in the flow of plasma and get mixed with the plasma on plasma separation.

Manufacturer narrative:
(B)(4). Investigation: the customer believes that the red tinge was a result of red cells that were accidently allowed to flow into the plasma at separation. They suspect that when they began to use the bags initially, they did not spin them down correctly during processing, allowing red cells to lyse when they freeze the plasma. The corresponding red cell products were transfused with no issues. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had 2 units of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit #s (B)(4), (B)(4) the disposable set is unavailable for return, because it was discarded by the customer.